Event description:
Revision surgery - an undersize poly was implanted on the original surgery causing instability. The surgeon changed out the poly insert and added a size 8mm monoblock spacer with retaining screw.